Event description:
Boston scientific received information that this patient, followed by transtelephonic monitoring (ttm), has a device magnet rate of 85 ppm. The remaining longevity last year showed < 6 months but recently it showed 2 years. Now, the magnet rate is showing elective replacement indicator (eri). Boston scientific technical services (ts) stated that the device has three months until end of life (eol) if the magnet rate was truly 85 ppm. The health care personnel will have the patient come into the clinic for device check. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.